Event description:
A convenience kit contained a cautery pencil that arced during use. It was connected to a bovie generator. No injury was reported.

Manufacturer narrative:
Root cause: the pencil contained within the deroyal convenience kit is supplied by covidien. Therefore, a supplier corrective action request (scar) was issued to covidien. In its response, covidien stated that the returned samples were evaluated and found to function normally and within product specification. Corrective action: in its scar response, covidien stated it did not take any corrective actions. Investigation summary an internal complaint ((B)(4)) was received for a custom procedure pack (finished good 89-9338, lot 48053224) that contained a cautery pencil that arced during use. A sample was returned november 2, 2018 to deroyal. Due to the nature of the complaint, the samples could not be tested at deroyal's lafollette facility to validate the end user's report. The samples were forwarded november 5, 2018 to the pencil manufacturer. The complaint investigator reviewed the work order for possible discrepancies that may have contributed to the reported issue. No discrepancies were identified. The bill of materials was reviewed for the finished kit and the affected component was identified as raw material 5-18677 (lot 80860193x). This raw material is supplied to deroyal by covidien. The supplier corrective action requests (scar) and supplier notification letter logs were reviewed for similar complaints for the time period of 2016 to present. Similar incidents were found, and a scar and the returned samples were sent to covidien. A response was received and accepted by deroyal on january 30, 2019. In its response, covidien stated the returned product was visually inspected and found to have no defects. No evidence of excessive heating was found on the returned samples. The associated electrodes were not returned for evaluation. The returned samples were plugged into a generator and activated with satisfactory results. Covidien's investigation found the device to function normally and within product specification. Deroyal will continue to monitor post-market feedback and will recognize in the future if the issue reoccurs. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Manufacturer narrative:
Investigation summary: an internal complaint (call (B)(4)) was received for a custom procedure pack (finished good 89-9338, lot 48053224) that contained a cautery pencil that arced during use. A sample was returned november 2, 2018 to deroyal. Due to the nature of the complaint, the samples could not be tested at deroyal's lafollette facility to validate the end user's report. The samples were forwarded november 5, 2018 to the pencil manufacturer. The complaint investigator reviewed the work order for possible discrepancies that may have contributed to the reported issue. No discrepancies were identified. The bill of materials was reviewed for the finished kit and the affected component was identified as raw material (B)(4) (lot 80860193x). This raw material is supplied to deroyal by covidien. The supplier corrective action requests (scar) and supplier notification letter logs were reviewed for similar complaints for the time period of 2016 to present. Similar incidents were found, and a scar and the returned samples were sent to covidien. As of the date of this report, a response has not been received. Deroyal will continue to monitor post-market feedback and will recognize in the future if the issue reoccurs. The investigation is incomplete at this time. When new and critical information is received, this report will be updated.

Event description:
A convenience kit contained a cautery pencil that arced during use. It was connected to a bovie generator. No injury was reported.